Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red irritation. Patient reported that it hurt so much he removed the device for a period of time. The area was described as looking like a laceration and having bumps, and is located under the electrodes. There was no alleged device malfunction contributing to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of an abundance of caution.